Event description:
It was reported that the procedure was to treat a 20mm concentric de novo lesion in the superficial femoral artery with 90% stenosis and moderate calcification. The 4.0x20mm fox sv balloon dilatation catheter was advanced to the lesion and inflated, but the balloon ruptured during the first inflation at 20 atmospheres. The device was removed and a non-abbott balloon dilatation catheter was used to complete the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar balloon rupture incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.